Event description:
It was reported that the user disconnected the ilet for exercise, consumed peaches, then reconnected about 20 minutes later and received approximately 9 units of insulin, after which glucose fell rapidly and on-device glucose values temporarily dropped out until stabilizing around 160 mg/dl; the user cross-checked with a glucometer and contacted support, which provided troubleshooting and education, including a recommendation to discuss a secondary cgm with their clinician. Symptoms included concern for impending hypoglycemia during a rapid glucose decline. Outcomes included recovery without need for medical intervention or hospitalization. Investigation included remote troubleshooting and user coaching focused on sensor data interruptions during rapid glucose changes and exercise-related management. Investigation of this case revealed no confirmed device malfunction, with intermittent cgm data loss consistent with rapid rate-of-change and exercise context, and the system resumed reporting once glucose stabilized. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.